Event description:
It was reported that during a post-operative device check, the patient's right atrial (ra) lead was found to be sensing and capturing in the right ventricular. A lead reposition was planned. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52 lead, implanted (B)(6) 2014. (B)(4).